Manufacturer narrative:
H3: analysis of the device was completed and concluded that during the incoming inspection, it was observed that the reported phenomenon was caused by an issue with the interface cable. For this product, it was observed that the right-side dock board was deteriorated, resulting in the patient interface not charging when connected to the right-side dock. The dock lid/cover was missing. H6: fdm b01 , fdr c0706 / c07 , fdc d20 and img g02005 / g04037 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) for relevant device(s) : product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis of the device was completed and concluded that during the incoming inspection, no abnormality was observed in this product; however, since more than two years had passed since purchase, battery replacement was recommended. The requested condition was caused by the cable. H6: fdm b01 , fdr c19 , fdc d20 and img g02005 codes are applicable. For relevant device(s) : product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4)h3: analysis of the device was completed and concluded that during the incoming inspection, no abnormality was observed in this product; however, since more than two years had passed since purchase, battery replacement was recommended. The symptom was due to the cable. H6: fdm b01 , fdr c19 , fdc d20 and img g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the pre-use inspection, the nim system had an interface connection failure. Out of the two interface boxes available, one was neither connecting wired or wirelessly both. Another one was only connecting wirelessly and not connecting wired. The main unit power was turned off and started again, tried connecting the interface after undocking. The interface that could be connected only wirelessly was used to complete the procedure. There was no patient impact.